Manufacturer narrative:
No samples or photos were available for evaluation. As a result, bd was unable to verify the reported issue and determine a definitive root cause without an actual sample(s). The problem can be caused by a mix of factors such as a broken ampoule and a defective seal which can product loose glass in the package. According to the records, no adjustments were performed to the sealing equipment and no quality conformances were found. A production record review was completed for batch/lot 0107160 was reviewed and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported failure mode. No further actions are required. This failure will continue to be tracked and trended.

Event description:
It was reported that the patient's skin cleaned with chloroprep frepp and the vial within the sponge pierced through the sponge upon cleaning the skin. Patient suffered a cut to their hand. Email verbatim: "patient skin cleaned with chloroprep frepp and the vial within the sponge pierced through the sponge upon cleaning the skin. The patient suffered a cut to their hand."

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the patient's skin cleaned with chloroprep frepp and the vial within the sponge pierced through the sponge upon cleaning the skin. Patient suffered a cut to their hand. Email verbatim: "patient skin cleaned with chloroprep frepp and the vial within the sponge pierced through the sponge upon cleaning the skin. The patient suffered a cut to their hand."